Event description:
It was reported that, "on (B)(6) 2024, it was discovered that the patient's PICC catheter had slipped. After examination in the b-ultrasound room, it was found that the catheter had slipped into the patient's body. Later, a vascular exploration was performed in the outpatient operating room. Because the catheter drifted with the blood flow, it could not be removed, and the b-ultrasound was repeated to locate it. It was found that the catheter had entered the subclavian vein, and a catcher was used to remove the complete PICC catheter through right femoral vein puncture in the interventional room."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached catheter shaft with migration was confirmed but the cause is unknown. Two photographs, one fluoroscopic image, and three ultrasound images were returned for evaluation. The first photograph was of the groshong catheter shaft. The catheter shaft had completely separated from the two-piece connector. No distinguishable features on the proximal end of the catheter shaft could be seen in the returned photograph. Therefore, it could not be determined from the photograph if the catheter shaft had broken or dislodged from the two-piece connector. The other provided photograph was of the groshong-two-piece connector. The proximal and distal pieces of the connector had been assembled and were secured to the patient with a statlock stabilization device and a transparent dressing. No catheter shaft fragments were seen protruding from the distal end of the two-piece connector. However, it could not be conclusively determined from the photograph if any fragments of the catheter were within the two-piece connector and not visible in the photograph. Review of the fluoroscopic image showed that the catheter had migrated and was overlying the spline. It could not be determined if the catheter was over the heart at the diaphragm or higher up at the level of the clavicular heads. Although it was confirmed that the catheter detached and migrated, it could not be determined if the catheter dislodged from the connector or if the catheter shaft had broken. The submitted images did not contain enough information to identify a specific root cause for the reported event. Microscopic examination, tactile evaluation, examination of the inside of the connection, and dimensional analysis could not be conducted without receipt of the physical sample. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that, "on (B)(6) 2024, it was discovered that the patient's PICC catheter had slipped. After examination in the b-ultrasound room, it was found that the catheter had slipped into the patient's body. Later, a vascular exploration was performed in the outpatient operating room. Because the catheter drifted with the blood flow, it could not be removed, and the b-ultrasound was repeated to locate it. It was found that the catheter had entered the subclavian vein, and a catcher was used to remove the complete PICC catheter through right femoral vein puncture in the interventional room."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that, "on january 17, 2024, it was discovered that the patient's PICC catheter had slipped. After examination in the b-ultrasound room, it was found that the catheter had slipped into the patient's body. Later, a vascular exploration was performed in the outpatient operating room. Because the catheter drifted with the blood flow, it could not be removed, and the b-ultrasound was repeated to locate it. It was found that the catheter had entered the subclavian vein, and a catcher was used to remove the complete PICC catheter through right femoral vein puncture in the interventional room."

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.